Event description:
It was reported that on (B)(6) 2010 the patient underwent surgery consisting of device removal and tlif and psf l3-l5 using rhbmp-2/acs. On (B)(6) 2011, the patient presented for an office visit with complaints of moderate low back pain. On (B)(6) 2011, the patient presented for 6-month follow up. Per the physician's notes, "patient's condition has remained the same. The patient continues to have mild lower back pain. The patient' s pain level is 2/10. The patient's pain level is increased with activity. X-rays of lumbar spine and lateral views done on (B)(6) 2011, at (B)(6), status post l4-s1 fusion/instrumentation, solid fusion l4-5, not as solid as l3-4. On (B)(6) 2012 imaging studies indicated l3-4: there has been interval discectomy and fusion. There is a persistent disc bulge. There has been right hemilaminectomy and facetectomy. There is narrowing of the canal and neural foramina. Interval posterior fusion with discectomy and cage placement from l3 through l5. There is narrowing of the canal and neural foramina at each level, but there has been decompression as well. Degenerative disc disease at the remaining lumbar levels result in canal and foraminal narrowing or stenosis, but without definite focal soft disc herniation. On (B)(6) 2013, a post-myelogram lumbar CT indicated "prominent aorto iliac arterial vascular calcifications are present." It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.